Manufacturer narrative:
(B)(4).

Event description:
The patient stated that she received multiple errors when using coaguchek xs meter serial number (B)(4). The patient also mentioned that she had a high result when testing on the meter and that she had an erroneous result when comparing it to the result from her doctor's coaguchek meter. On (B)(6) 2018, the patient tested a sample on the meter and it resulted as 5.1 inr. The patient's coumadin dose was changed after receiving this result. The patient stated that she had been taking antibiotics for a sinus infection and the doctor explained to her that it could affect her inr. On (B)(6) 2018, the patient said that she had multiple errors on the meter and she took it to the doctor on (B)(6) 2018. On (B)(6) 2018 at 8:45 a.m., the patient tested a sample on the meter and the result was 2.5 inr. On (B)(6) 2018 at 8:45 a.m., the nurse lanced the same finger of the patient to collect a sample and tested a it on the doctor's coaguchek meter, resulting as 1.9 inr. The nurse believed the result of 1.9 inr to be correct. No adverse events were alleged to have occurred with the patient. No treatment was provided to the patient based on the meter results. The patient was told to withhold her coumadin medication and check again on (B)(6) 2018. The patient has pernicious anemia, but her hematocrit is unknown. The patient's last known hematocrit was 37.2% in 2015. The patient does not have antiphospholipid antibodies. The patient does not take heparin or direct thrombin inhibitors. The patient has had no changes in diet, no additional illnesses, and no bleeding or bruising. The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 258638-22) were tested in comparison with the current master lot test strips. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were within specifications. The patient's meter and test strips were returned for investigation. The returned meter and strips were tested in comparison to a retention meter and master lot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.4 inr. Donor 2 inr: 2.9 inr. Donor 1 hct: 45%. Donor 2 hct: 38%. Testing results: donor 1: retention meter with master lot strips: 2.4 inr . Customer meter with returned strips: 2.4 inr. Donor 2: retention meter with master lot strips: 2.9 inr . Customer meter with returned strips: 2.9 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. The customer reported having pernicious anemia but did not provide a current hematocrit. The hematocrit range for the test is 25-55%. Customer was on an antibiotic and antibiotics are known to affect results per product labeling.